Event description:
Additional information states that patient underwent a heart transplant on (B)(6) 2021 instead of an explant on (B)(6) 2021. The pump was not returned. The patient was not implanted with another mechanical circulatory support device. The patient did not specify what type of alarm was heard.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported driveline disconnect and ensuing system stoppage. The account reported that the patient disconnected the driveline himself. Events consistent with a pump stoppage due to a full battery depletion were also captured in the submitted log files. The controller event log file contained controller_clock_corrupt alarms active for the duration of the file, causing the timestamps to reflect incorrect dates around (B)(6) 2000. The log file captured driveline disconnect alarms for the first hour of the captured data, and the lvad was off. The driveline was reconnected for almost three hours and the lvad was on and functioning as intended until the driveline was disconnected again and the lvad turned off. There appeared to be a power depletion at the end of the file, as the controller timestamp reset again to (B)(6) 2000. The controller periodic log file contained data from (B)(6) 2021 10:51:22 through (B)(6) 2021 10:37:12, when the controller clock corrupted and the timestamp was reset to (B)(6) 2000. This clock not set alarm appeared to correlate to full battery depletion, causing the controller to shut down. The pump appeared to function as intended for the next 31 days. A second controller clock reset to (B)(6) 2000 was captured 31 days after the first one, likely due to a second full battery depletion, but a definitive cause is unable to be determined. One day after this, the driveline was disconnected, resulting in a shutdown of the lvad. The driveline remained disconnected and the lvad off for the remaining 3 days of captured data in the file. It was reported that multiple alarms on the patient¿s controller caused the patient to unplug the controller. The pump stopped which resulted in heart failure for which the patient was hospitalized on the night of (B)(6) 2021. He arrived at the emergency department in a state of cardiogenic shock and without the equipment associated with the implant. An x-ray on (B)(6) 2021 revealed that the pump was not thrombosed. The patient underwent a heart transplant on (B)(6) 2021, and the device was not returned for evaluation. The patient was not implanted with any other mechanical circulatory support devices. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 21dec2020. The heartmate 3 lvas IFU is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. Section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Manufacturer report number: 2916596-2021-04100. It was reported that patient stated that there was a low flow alarm. The patient did not notify the hospital but voluntarily disconnected the controller from the driveline. Patient was hospitalized for heart failure. It was reported that patient was explanted on (B)(6) 2021, however additional information to clarify details has been requested. It was noted that at the beginning of (B)(6) 2021, multiple alarms on pump controller caused the patient to unplug the controller. The pump stopped, which resulted in heart failure for which the patient was hospitalized on the night of (B)(6) 2021. Patient arrived at the emergency department in a state of cardiogenic shock and without the equipment associated with the implant. The pump appeared to have thrombosed, so it was non-functional. The patient was admitted to intensive care and hospitalized. An x-ray exam on (B)(6) 2021 mentioned that the reinjection cannula remained permeable because it was not thrombosed. Upon the controller exam, a controller clock anomaly was noted, making it impossible to analyze the collected data.